Manufacturer narrative:
H2) additional information: b5, d9, h3) device evaluation: medtronic led an evaluation of the reported bipolar maryland forceps and the associated device logs. Evaluation of the logs showed no record of the bipolar maryland forceps being connected during the reported procedure. Visual inspection of the returned bipolar maryland forceps noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the bipolar maryland forceps were read with no observed failures. Evaluation of the bipolar maryland forceps noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the bladder neck dissection for a robotic laparoscopic prostatectomy procedure, the bipolar maryland forceps became unusable from the surgeon console. And an 'instrument error' appeared on the operating room team interface (orti) display of the tower. The bipolar maryland forceps was removed at bedside and reattached to the arm cart assembly, but still could not be recognized by the system. The bipolar maryland forceps was replaced. There was no delay or patient injury.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy during bladder neck dissection, the instrument became unusable from the surgeon console and an "instrument error" appeared on the operating room team interface (orti). The instrument was removed at bedside and reattached to the arm, but still could not be recognized by the system. The instrument was replaced. There was no delay or patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.